Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a "battery inoperable" error message followed by a notice to replace the ventilator. The device continued ventilation during the battery inoperable alarm. The patient was placed on a backup ventilator with no complications. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported battery inoperable alarm was confirmed through review of the device logs. The investigation determined that the device fault was due to a software issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).